Event description:
Additional information was received that the patient passed away due to the heart's electrical activity, and not any abbott device or procedure.

Event description:
During an in clinic follow up the patient received inappropriate shock due to under-sensing on the device. Additionally, loss of capture was observed on the right ventricular (rv) and left ventricular (lv) leads. The patient had a cardiorespiratory arrest and was admitted to the intensive care unit (ICU) as a result of the event. It is currently unknown how the cardiorespiratory arrest was resolved; additional information has been requested.